Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ii short needle insulin syringe had a broken barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: customer returned (3) 1/2cc, 8mm, 30g syringes with the blister pack from lot # 7254523. Customer states that the barrel is broken. All syringes were returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrels was observed. (B)(4) has been opened to address the hub separates issue. A review of the device history record was completed for batch# 7254523. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200733554, 200714323, 200714333, 200715107, 200717242] which were initiated for un-related incidents noted during the production of the above listed finished batch. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Investigation conclusion: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe (B)(4) has been opened to address this issue. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes.

Event description:
It was reported that a bd ultra-fine¿ii short needle insulin syringe had a broken barrel. There was no report of exposure, serious injury or medical intervention.